Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry: (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium (k) results generated on the alinity c processing module for patient samples. The following data was provided (customer¿s reference range 3.5-5.3 mmol/l): sample ID (B)(6) initial result = 8.2 mmol/l, repeat = 3.9 mmol/l, repeat result on another alinity = 3.9 mmol/l patient 2 initial result = 8.6 mmol/l, repeat result = 3.7 mmol/l patient 6 initial result = 7.7 mmol/l, repeat result = 4.0 mmol/l patient 11 initial result = 6.8 mmol/l, repeat result = 4.1 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated potassium (k) results generated on the alinity c processing module for patient samples. The following data was provided (customer¿s reference range 3.5-5.3 mmol/l): sample ID (B)(6). Initial result = 8.2 mmol/l, repeat = 3.9 mmol/l, repeat result on another alinity = 3.9 mmol/l patient 2 initial result = 8.6 mmol/l, repeat result = 3.7 mmol/l patient 6 initial result = 7.7 mmol/l, repeat result = 4.0 mmol/l patient 11 initial result = 6.8 mmol/l, repeat result = 4.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information: section h4 - device mfg date: updated from blank to 3/1/2022 section d10 - concomitant product: updated from blank to wash cup, mixer r1, (B)(6) unknown section d4 - primary UDI number: corrected from (B)(4) the field service representative (fsr) inspected the instrument and found the mixer r1 wash cup water nozzle was clogged. The fsr resolved the issue by cleaning the part and resetting the wash volume. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the mixer r1 wash cup did not identify any trends associated with the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the mixer r1 wash cup, was identified.